Manufacturer narrative:
(B)(4). Method: the complaint iw930 infant warmer was received at the fph office in the UK for servicing, where it was inspected by a trained fph technician. Results: during servicing, it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. Conclusion: the subject infant warmer unit is more than 14 years old and it is likely that the replaceable super capacitor on the pcb board had simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher and paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The subject infant warmer was repaired returned to the customer after passing all the necessary electrical safety and performance tests.

Event description:
A hospital in (B)(6) requested a performance check on an iw930 cosycot infant warmer. During servicing, a fisher and paykel healthcare (fph) technician observed that the power fail alarm of the subject infant warmer was not working. There was no reported patient involvement.